Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up CT imaging identified a distal type I endoleak with no evidence of aneurysm enlargement. It was reported the cause of the endoleak is unknown. On (B)(6) 2018, an intervention was performed to repair the distal type I endoleak for distal extension on the pxc1612000. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.